Event description:
Staff members were assisting the patient into the wheelchair. The nurse used the side handles to help position the patient in the wheelchair. The side handle tore away from the sling fabric. The nurse removed the sling from use and placed it in a plastic bag in the nurse manager's office. The sling is lot #1631210bd distributed by (B)(6) medical.a schedule has been made for the vendor to inservice the rehab department. A notice has been placed in the staff lounge to alert staff to not use the side handles to pull or position the patient. Pt's weight (B)(6) kg. Used large green sling -t015cxf large 175-249 lbs green 600 lbs 43" 43".

Event description:
Staff members were assisting the patient into the wheelchair. The nurse used the side handles to help position the patient in the wheelchair. The side handle tore away from the sling fabric. The nurse removed the sling from use and placed it in a plastic bag in the nurse manager's office. The sling is lot #1631210bd distributed by t.h.e. Medical.a schedule has been made for the vendor to inservice the rehab department. A notice has been placed in the staff lounge to alert staff to not use the side handles to pull or position the patient. Pt's weight 68.5 kg. Used large green sling -t015cxf large 175-249 lbs green 600 lbs 43" 43".